Event description:
After placement of apogee vaginal mesh in 2005-, pt developed new onset dyspareunia, vaginal pain, and recurrent stress urinary incontinence. She underwent a surgical mesh excision in 2006. Diagnosis or reason for use: pelvic organ prolapse.